Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ anxiety-product/procedure: unable to confirm as it is a medical event not related to the device. ¿ rupture: observed crease sharp on anterior assessed as fold flaw opening. Additional observations: ¿ white calcification on the surface of the shell. ¿ dark ring observed. ¿ crease fold observed.

Event description:
Healthcare professional reported a right side rupture and implant removal from textured to smooth due to the concerns of the product. Device has been explanted and replaced.

Event description:
Healthcare professional reported a right side rupture and implant removal from textured to smooth due to the concerns of the product. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.